Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff has deflated and there was air leak where the tube meets the tracheostomy. The patient was on ventilator 24 hours a day. The ventilator was unable to deliver breath to the patient due to air leak. Recannulation was required immediately to due to cuff failure.